Manufacturer narrative:
Follow up #1 04/24/2017 device evaluation in q1 2017 there was 1 additional instance of pump rewind failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 16 allegations of a malfunction, 5 pumps were returned to animas and investigated. Of the investigated pumps, zero were found to be malfunctioning. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
This report summarizes 16 malfunction events. A review of the events indicated that the one touch ping model pump experienced a rewind issue. These reports were received from various sources. The patients associated with this allegation ranged from 4-69 years of age and between 130 and 190 pounds. Of the reported patients, 5 were male, 10 were female, and 1 was unknown.